Event description:
Olympus was informed that during an unidentified procedure, material had peeled off the bending section cover when the cystonephrofiberscope was placed in the pt. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility via phone and in writing, but did not receive any detailed info regarding the reported event. The device was reported to have been previously serviced by an unk third party. The device was returned for eval. The eval confirmed that a portion of the bending section was torn and missing. There was peeling and evidence of chemical damage on the insertion tube. Deep scratches were found on the distal end, but they were determined not to be sharp. The device has been refurbished. If significant additional info is received, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.